Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers friend reported via phone call that they experienced high blood glucose of 575 mg/dl. The high blood glucose was 347 mg/dl at the time of incident. The current blood glucose was 295 mg/dl. The customer experienced symptoms such as dizzy and needs a lot of water. The customer was treated with syringe and bolus for high blood glucose. Troubleshooting was performed for high blood glucose under delivery. The insulin pump will not be returned for analysis.